Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the IV pole holder. The unit then passed functional and safety tests according to factory specifications. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received IV pole holder with a reported unit failure of the IV pole holder being bent, damaged. The failure analysis and testing dept. Performed a visual inspection and verified the failure of the IV pole holder being bent, damaged. Retaining the IV pole holder in the fat per procedure.

Event description:
N/a

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had a bent IV pole holder. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.